Event description:
An unknown customer reported via phone call, the insulin pump had alarmed button error. Customer's blood glucose was not proveded. Customer stated he would call back and disconnected the call, no infoarmtion was gathered to identify customer. The device is not being returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.